Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that the insulin was not delivering. According to the md, the cause of the event was unknown. It was confirmed that the programming and histories were accurate. While performing the prime test, the customer stated that there is no insulin exiting. At that time, the customer was advised that a replacement will be sent.